Event description:
It was reported by the clinician that they inserted the intra-aortic balloon (iab) into the patient, but at start up the iab would not inflate. The clinician tried unsuccessfully again. As a result of this occurrence, the iab was removed and replaced with a new catheter without difficulty or complications to the patient.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.